Manufacturer narrative:
H10: three (3) samples were received for evaluation. A visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional test including self-test and priming was performed and no abnormality was observed. Under water pressure test was performed and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) homechoice cassettes were damaged and leaking from the patient line. This was observed during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.